Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower panel at the station was broken. A field service engineer replaced the panel to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the tower door failed in the surgical intensive care unit (sicu). The customer stated that the entire door of that tower detached from the unit and was not even secured with tape. This incident resulted in a delay in dispensing medication to the patient, and there was no patient harm. There were no adverse events or injuries reported based on this event.